Event description:
Customer's spouse indicated pt's blood glucose reading was 116 mg/dl at 12:00 pm using the freestyle meter. Pt did not look well and spouse contacted paramedics for assistance. Within a half hour, the paramedics provided a comparison reading of 41 mg/dl. Customer was treated intravenously to raise glucose levels. Testing was completed on the fingers.